Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional that reported there was a technical issue and "pump pocket" infection. The event occurred at follow-up. Event management included an "other" non-surgical treatment. The event resulted in hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.